Manufacturer narrative:
MFR has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device display was frozen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.